Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 100 false positive flu b results out of 705 tests across two different lots. The customer communicated 6 of the results were confirmed negative by molecular (pcr testing). No confirmatory testing completed for the other 94 tests.